Event description:
It was reported that a patient had an initial right total hip arthroplasty which was subsequently revised due to a periprosthetic femur fracture sustained during a fall. Three weeks after the revision, the patient presented with cellulitis at the surgical site. The patient was prescribed oral antibiotics and treated conservatively with no further complications. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown wagner stem 17x190. Cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for post operative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may resolve on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.